Event description:
It was reported that after a renal percutaneous transluminal angioplasty with stent implant, arteriotomy closure was achieved using a perclose proglide device. Reportedly, initial percutaneous cannulation of the vessel was achieved without difficulty. The proglide device was deployed uneventfully achieving hemostasis. Twenty-four hours later, the patient developed symptoms of claudication of the leg. A computerized tomography scan revealed a vessel dissection proximal to the proglide suture. The proglide device suture was removed and the vessel was surgically repaired and sutured to achieve hemostasis. The patient did not require any medications or a blood transfusion due to the vessel dissection. The hospitalization of the patient was reportedly extended overnight for observation and the patient was reportedly discharged to home in good condition. The physician did not believe that the proglide device caused the vessel dissection, but was most likely caused from his deployment technique. Although the physician was reported to be trained in the use of the perclose proglide device, he was re-trained in proper deployment techniques. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. However, the customer returned nine, unused, sterile proglide devices for evaluation from the same lot number as the complaint device. Based on visual inspection and functional testing, the devices passed with acceptable results. There were no manufacturing or abnormal observations detected. A possible cause for the vessel dissection could not be determined based on the investigation findings from the tested samples. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. However, the customer returned nine sterile unused devices from the same lot for evaluation. Investigation is not yet complete. A follow-up will be submitted with all relevant information.